Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the submitted log files found a system controller clock corrupt alarm flag was activated on (B)(6) 2024. A pump stop was captured on (B)(6) 2024 with an unknown cause. A specific cause for the system controller clock corrupt alarm or the pump stop was unable to be determined as the events that led up to the activation of the alarm, which appeared to have been on (B)(6) 2024 per the log file timestamps, were not captured in the system controller event log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a pump stop on (B)(6) 2024 followed by a restart with an invalid timestamp; however, a specific cause for the pump stop could not be conclusively determined as the events leading up to the pump stop were not captured in the controller event log file. It was also noted that the controller clock corrupt alarm flag was active in the controller event log file before being resolved as the time was set to (B)(6) 2024; refer to the controller investigation regarding this finding. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 ¿patient care and management¿ (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 3 ¿powering the system¿ and section 6 of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.